Event description:
The customer reported that the cine function was not operating correctly. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge connections were evaluated and reseated. The cine drive was reformatted. The system was tested and found to be working as intended and returned to service.